Manufacturer narrative:
Additional data under recall: z-0945-2017 and z-0946-2017.

Event description:
It was reported that patient underwent two-step revision surgery due to left total hip arthroplasty infection. First step on (B)(6)2016 involved tha explantation, irrigation and debridement with major synovectomy and insertion of articulating antibiotic delivery device. Second step on (B)(6)2017 involved total hip revision arthroplasty.